Event description:
It was reported that the patient was inserting the inset infusion set without priming the applicator as instructed by an external trainer, resulting in incorrect deployment of the cannula; an agent provided education on the proper deployment technique, the infusion set lot was 6008926, and blood glucose was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to an improper or incorrect procedure involving the cannula. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions with an unintended use error that contributed to the event.